Manufacturer narrative:
The t:slim x2 g6 pump user guide states "always twist the tubing connector between the cartridge tubing and the infusion set tubing an extra quarter of a turn to ensure a secure connection. A loose connection can cause insulin to leak, resulting in under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion tubing. Reportedly, the connection between the cartridge tubing and infusion set tubing may not have been secure. The customer secured the connection and primed the air bubbles out of the tubing to resolve the issue. Blood glucose was 244 mg/dl.